Event description:
Pain in both knees [arthralgia]. Could not sleep [insomnia]. Could not walk [abasia]. Hard to bend the knees [joint range of motion decreased]. Joint effusion of both knees [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012, from a consumer initials (B)(6), (age and gender not provided). The pt's medical history was not provided. On an unspecified date pt initiated treatment with synvisc one (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc one was not provided. On an unspecified date, the pt experienced events of could not sleep, could not walk, pain and hard to bend the knees. On an unspecified date pt received treatment with acetaminophen (paracetamol) for the event of pain. Action taken with synvisc one was not provided. The pt's outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. Follow up info was received on (B)(4) 2012, from a physician which upgraded the case to serious. The follow up info was received regarding pt demographics, lot number, clinical course, laboratory data, concomitant medications and events info. The pt was a (B)(6) female with severe, end stage osteoarthritis of both knees since 6 years with prior effusion and joint narrowing. The pt's medical history was significant for previous treatment with synvisc, synvisc one, non steroidal anti inflammatory drugs and steroids. On (B)(6) 2012, the pt received supralateral (intra-articular) synvisc one injection in both knees (50 ml of fluid was aspirated from the right knee and 70 ml of fluid was aspirated from the left knee prior to the injection). On (B)(6) 2012, she experienced events of pain in both knees, could not sleep, could not walk, hard to bend the knees. On (B)(6) 2012, the pt was treated with cortisone injection for the event of pain in both knees. On the same day arthrocentesis was performed and unk amount of fluid was aspirated. On an unspecified date in 2012, the pt received treatment with acetaminophen (paracetamol). No action was taken with synvisc one. The pt's outcome for all the events was not provided. The pt had no concomitant medications. The intensity for the events of pain in both knees, could not sleep, could not walk, hard to bend the knees was assessed as severe. The intensity for the event of joint effusion of both knees was not provided. The relationship between synvisc one and the events of pain in both knees, could not sleep, could not walk, hard to bend the knees was assessed as definite by the reporting physician. The relationship between synvisc one and the event of joint effusion was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.